Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 11 of 12.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where 12 infusion sets fell off between 17-may-2024 to 18-jun-2024 during use.the infusion set has been used for 1-2 days. Patient replaced infusion sets and resumed insulin successfully no further information was available.